Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer interacted with the touch screen and saw square graphics on the screen. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting and reverted to manual injections for insulin therapy.